Event description:
It was reported that the patient presented for a cardiac stress test. During the procedure an inappropriate shock was delivered by the implantable cardioverter defibrillator due to a sensing issue on the discrimination channel. Programming interventions were made. The patient was asymptomatic.